Manufacturer narrative:
The initial failure description was that the rotaflow displays the error message "hi-temp" during patient treatment. A getinge service technician was onsite on 2020-12-03 and 2020-12-04 to investigate the affected rotaflow. The technician could not duplicate the reported failure. According to service order 43533226 dated on 2020-12-04 the rotaflow has been disassembled tocheck the fan for any restrictions. The fan was clear and functioned according to the service manual. After reassembling the rotaflow a test circuit ran for 24hours. No issues occurred during the test. As a preventative measurement has the 70101.7188 battery pack with fuse been replaced. The unit was cleared for clinical use. The product in question was produced in 2018-04-27. The review of the non-conformities during the period of 2018-04-27 to 2020-12-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The rotaflow risk analysis version (B)(4) (dms# (B)(4)) was reviewed on 2020-12-09 and most possible root causes could be determined: overtemperature condition in the device, e.g.: increased heat generation due to short circuits, defect battery, heat accumulation, heat generation due to motor blockage, device used out of specification, charging of battery. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-12-09 with the following outcome: in chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning it is described as follows: only operate the rotaflow system within the specific technical and ambient conditions ("ambient conditions"). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. Make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The reported failure "hi-tbmp" occurred during patient treatment. The devic was directly involved in the event. The failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Rotaflow displays the error message "hi tbmp" during patient treatment. Device has been exchanged with a backup device. No patient harm occurred.